Event description:
Follow up identified the patient's lead was replaced. Effective stimulation therapy was reportedly restored postoperatively.

Event description:
The patient was implanted with three drg leads from the same lot number. It was reported the patient's drg lead located at l1 displayed an error message on the patient programmer. As a result the patient decided to turned off the stimulation from the l1 lead and now the patient's pain has increased. A company representative met with the patient and assessed the system, the impedances for the l1 lead were found to be high. The representative was unable to program and obtain any paresthesia from the l1 lead. Surgical intervention may be taken as the next course of action.